Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k06083 and h13k20076, and there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A batch review will be performed for the potentially associated lot numbers h13k06083 and h13k20076. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was initially described as the patient suffering from complications and pain, while dealing with an unrelated medical condition. The patient had been hospitalized and remained hospitalized at the time of the report. The treatment for the peritonitis was not reported. The pd therapy was ongoing. The outcome for the peritonitis was also not reported because the nurse declined to provide further information on the event. This is report 1 of 3.